Event description:
It was reported that during testing discovered by end user, the cardiosave intra-aortic balloon pump (iabp) unit has a broken hinge on the back of the screen right and left side. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5.

Event description:
It was reported that during testing, the cardiosave intra-aortic balloon pump (iabp) unit has a broken hinge on the back of the screen right and left side.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has a broken hinge on the back of the screen.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions),h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the hinges (d105-00-0138-01 and d105-00-0138-02) and covers (d380-00-0561). The unit passed all functional and safety tests, and was returned to the customer.